Manufacturer narrative:
Product complaint #: (B)(4) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Evaluation: investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened foil and a detached needle in a folder of product code v960g were received for evaluation. The product code is single-armed and on the detached needle, the swage and attachment area was noted to be as expected, and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 7 needles pull off the suture during 3 procedures? How many needles pulled off the suture in each procedure? A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a vitrectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture came off the needle after first pass. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 05/17/2021. Additional information was requested, and the following was obtained: did 7 needles pull off the suture during 3 procedures? How many needles pulled off the suture in each procedure ((B)(4))? 7 suture packs were opened between these three patients as the needle and thread separated from each other after 1st pass and a new suture pack was opened. 1st patient: x3 sutures opened; 2nd patient: x2 sutures opened; 3rd patient: x2 sutures opened. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Patient #1- case one: (B)(4) ¿2 sutures pull offs; patient #2 - case two: (B)(4) ¿ 1 suture pull off; patient # 3- case three: (B)(4) - 1 suture pull off. Date sent to the FDA: 05/17/2021.